Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor snaps were curled and unbroken and no cracks were observed in the sensor neck.sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported a low readings issue with her husband's adc freestyle libre. The caller reported that the customer received unspecified sensor scan values that were "too low" and experienced symptoms of dry mouth, dizziness, vomiting, headaches, muscle weakness, and fatigue. The wife administered dextrose as treatment and the customer was taken to the hospital. At the hospital a blood glucose reading of 66 mmol/l was received on the hospital device, compared to a sensor scan result of 'lo' (reading less than 2.2 mmol/l) . The customer was diagnosed with dka and treated with an electrolyte drip. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low readings issue with her husband's adc freestyle libre. The caller reported that the customer received unspecified sensor scan values that were "too low" and experienced symptoms of dry mouth, dizziness, vomiting, headaches, muscle weakness, and fatigue. The wife administered dextrose as treatment and the customer was taken to the hospital. At the hospital a blood glucose reading of 66 mmol/l was received on the hospital device, compared to a sensor scan result of 'lo' (reading less than 2.2 mmol/l). The customer was diagnosed with dka and treated with an electrolyte drip. There was no report of death or permanent impairment associated with this event.